Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion on (B)(6) 2024. The infusion set was inserted at abdomen. The customer regularly rotates site location and confirmed that the introducer needle was ahead of the cannula prior to insertion. The infusion set in use for less than 1 day. The customer's blood glucose at time issue noticed was 320mg/dl. Caller replaced infusion set and resumed insulin successfully unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient country: united states